Event description:
It was reported that the lead was oversensing. The lead was programmed off and remains implanted. The patient is a participant of the sls study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had a fontan operation with a high probability of an induced atrial/ventricular block. The atrial ventricular block was recovered and the ventricular pacing was no longer necessary. It was noted that the oversensing was not the primary reason for reprogramming of the device.

Manufacturer narrative:
This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacture date was not able to be obtained. (B)(4).